Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported that approximately four months post vena cava filter deployment, an attempt to retrieve the filter was unsuccessful. It was alleged that after two hours of attempting to retrieve the filter, it was determined that the filter had migrated, tilted and was embedded in the right renal vein. No reported additional attempts were made to retrieve the filter. No other pertinent patient or medical information was provided leading up to or surrounding this event. The patient status at this time is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/ pulmonary embolism in conjunction with a trauma situation/motor vehicle accident. It was reported that approximately four months post vena cava filter deployment, an attempt to retrieve the filter was unsuccessful. It was alleged that after two hours of attempting to retrieve the filter, it was determined that the filter had migrated, tilted and was embedded in the right renal vein. The device has not been removed during a percutaneous filter removal procedure. The patient experienced kidney failure, however the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, three months of post deployment, inferior vena cavogram and attempted retrieval of bard g2 filter was performed which showed through the right internal jugular vein approach, the filter appeared to be tilted to the patients right and after placing a 10-cm long pinnacle 6-french sheath, they then placed a guidewire and then with the aid of angled taper glide catheter they were able to position the wire on the lateral edge of the filter, where it was against the wall of the vena cava. Then they brought up delivery sheath for the retrieval cone of the bard system and then placed this just above the level of the filter. After multiple attempts at engaging the filter, they were unsuccessful. Multiple maneuvers were attempted to gain an upright direction of the filter within the inferior vena cava. Then they performed some diagnostic studies and identified that the tip of the filter had embedded in the right renal vein making capture of this unlikely. Then they performed a final inferior vena cavogram below the filter and then deformed everything and removed out wire and catheter. Flush inferior vena cavogram was performed below the level of the filter. The filter has migrated and tilted to the patients right and embedded into the right renal vein. There was no evidence of any thrombus within the inferior vena cava below the filter or within the filter and then proximal common iliac arteries were widely patent. The patient tolerated the procedure well and was transported to the post anesthesia care unit in stable and satisfactory condition. Around, five years one month later, the patient experienced right quadrant pain, computed tomography scan of abdomen and pelvis with contrast was performed which showed there was an inferior vena cava filter in place. The filter has an abnormal diagonal configuration, and portions of the filter appear to extend outside the lumen of the inferior vena cava. A computed tomography imaging scan with contrast was performed which showed the retained inferior vena cava filter in horizontal position in the right renal vein with its prongs emanating through the vein without any extravasation of blood. There was no thrombus or clot noted to be within the inferior vena cava filter itself. Around, one year one month later, computed tomography angiogram of abdomen and pelvis with contrast was performed which showed inferior vena cava filter to be malpositioned. The apex of the filter was extending towards the liver in the right upper quadrant. The filter was lodged in the right renal vein. The legs of the filter appear to be outside the wall of the vena cava up to and adjacent to the aorta and the spine. However, there was no evidence of hematoma or surrounding inflammation. There was no evidence of deep venous thrombosis. Around, one year and three weeks later, computed tomography angiogram of abdomen and pelvis with contrast was performed which showed stable tilt of the inferior vena cava filter, approximately 39 degrees, with unchanged penetration of the inferior vena cava by the filter apex, unchanged filter strut projecting into the left renal vein, and unchanged penetration of the inferior vena cava by additional struts, which project into the aorta, lumbar spine, and to the margin of the pancreas. Penetration of the infra-renal abdominal aorta by one filter strut was again noted, without adjacent hematoma. Therefore, the investigation confirmed for the perforation of the inferior vena cava (ivc), filter tilt, filter migration, and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using retrieval cone but were unsuccessful due to filter migration, filter tilt, and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt. - filter malposition. G2 filter removal: use only the bard recovery cone removal system (packaged separately) to retrieve the g2 filter. Use of other removal devices has resulted in recurrent pulmonary embolism. H10: b2, b6, b7, d4(expiry date: 09/2008), g3, h6 (patient, device). H11: g1, h6 (method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with multiple trauma had a vena cava filter deployed at the body of l2 with the top corner of the filter just at the level of the renal veins. Approximately four months post filter deployment, the patient presented for retrieval of the filter. Procedural venograms showed filter tilt and that the filter had migrated to the patient¿s right and embedded into the right renal vein. Despite multiple attempts with a retrieval cone, the filter could not be retrieved. Right renal vein was obtained on selective catheterization and there was no evidence of any thrombus within the inferior vena cava below the filter or within the filter. The patient tolerated the procedure well and was in stable condition. Approximately six years post filter deployment, the patient presented for an office visit to a vascular surgeon for information regarding management of the filter. A CT was reported to show the filter in the right renal vein in the horizontal position. There was no extravasation and no thrombus noted to be within the filter. The patient's bilateral kidneys appeared normal on the scan. The filter at this time had not caused the patient any problems and there was no indication to remove it. CT scan for surveillance in one year was recommended. No further records were available for review.

Event description:
It was reported that approximately four months post vena cava filter deployment, an attempt to retrieve the filter was unsuccessful. It was alleged that after two hours of attempting to retrieve the filter, it was determined that the filter had migrated, tilted and was embedded in the right renal vein. No reported additional attempts were made to retrieve the filter. No other pertinent patient or medical information was provided leading up to or surrounding this event. The patient status at this time is unknown. New information: it was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/ pulmonary embolism in conjunction with a trauma situation/ motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device has not been removed during a percutaneous filter removal procedure. Allegedly, the patient experienced kidney failure.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The patient with multiple trauma had a vena cava filter deployed at the body of l2 with the top corner of the filter just at the level of the renal veins. Approximately four months post filter deployment, the patient presented for retrieval of the filter. Procedural venograms showed filter tilt and that the filter had migrated to the patient¿s right and embedded into the right renal vein. Despite multiple attempts with a retrieval cone, the filter could not be retrieved. Right renal vein was obtained on selective catheterization and there was no evidence of any thrombus within the inferior vena cava below the filter or within the filter. The patient tolerated the procedure well and was in stable condition. Approximately six years post filter deployment, the patient presented for an office visit to a vascular surgeon for information regarding management of the filter. A CT was reported to show the filter in the right renal vein in the horizontal position. There was no extravasation and no thrombus noted to be within the filter. The patient's bilateral kidneys appeared normal on the scan. The filter at this time had not caused the patient any problems and there was no indication to remove it. CT scan for surveillance in one year was recommended. No further records were available for review. The device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately four months post filter deployment, procedural venograms were performed showing a tilted filter and that the filter had migrated to the patient¿s right and embedded into the right renal vein. Despite multiple attempts with a retrieval cone, the filter could not be removed. Therefore, based on the provided medical records, the investigation can be confirmed for a tilted filter, migration of the filter, and retrieval difficulties resulting the in the filter remaining implanted. Per the provided medical records, the filter had migrated and tilted before the retrieval attempt was made. The location and tilt of the filter most likely contributed to the retrieval difficulties. However, the root cause of the migration and tilt is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported that approximately four months post vena cava filter deployment, an attempt to retrieve the filter was unsuccessful. It was alleged that after two hours of attempting to retrieve the filter, it was determined that the filter had migrated, tilted and was embedded in the right renal vein. No reported additional attempts were made to retrieve the filter. No other pertinent patient or medical information was provided leading up to or surrounding this event. The patient status at this time is unknown. It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism in conjunction with a trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device has not been removed during a percutaneous filter removal procedure. Allegedly, the patient experienced kidney failure.